Manufacturer narrative:
(B)(4). Pt's info requested and all available info is included. The customer's experience of the set cracked and leaked from the female luer was confirmed. Visual inspection revealed that the female luer had a 0.4001 inch vertical hair line cracked. Microscopic inspection of the female luer showed no stress marks. No other anomalies were observed with the returned set. Functional testing was performed and leaking was observed at less than 5 psi. The root cause of the crack was not identified.

Event description:
Customer reported fluid leaked during priming from the luer connection to the stopcock. Reported the stopcock appeared to be cracked. The user reported they are unable to effectively tighten the luer connection to the stopcock to prevent leaking. No pt harm reported and no medical intervention was required. The user provided no add'l event info.